Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber kept going into standby after 10,838 joules of use. The fiber tip had been cleaned during the procedure. The fiber was replaced, and a second fiber was used to proceed. Then, after 82,247 joules of use the second fiber began forward firing. The fiber tip for the second fiber had also been cleaned during the procedure. The fiber was replaced, and the procedure was completed using a third fiber. There were no patient complications. This report is for the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture, with the potential for forward firing, confirming the reported clinical observation. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber kept going into standby after 10,838 joules of use. The fiber tip had been cleaned during the procedure. The fiber was replaced, and a second fiber was used to proceed. Then, after 82,247 joules of use the second fiber began forward firing. The fiber tip for the second fiber had also been cleaned during the procedure. The fiber was replaced, and the procedure was completed using a third fiber. There were no patient complications. This report is for the second fiber.